Event description:
It was reported that this lead exhibited atrial oversensing as noted on stored electrograms. The lead also exhibited atrial undersensing during atrial arrhythmia episodes. It was also noted that the oversensing and undersensing did not impact the device function or performance. Due to the limited information received, further follow-up to obtain related details was not possible. At this moment this lead remains in service. No adverse patient effects were reported.